Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted due to dysphotopsia as the patient complained of severe glare and could not drive at night. Best-corrected visual acuity (bcva) is 20/30-20/40. An incision enlargement was required, and a single planned suture was placed. The patient is doing well post-operatively, and reports decreasing glare. The surgery was completed successfully using a non-johnson & johnson replacement lens. No additional information was provided to johnson & johnson surgical vision.

Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on: 8/13/19. Device evaluation: visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The complaint cannot be confirmed. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.